Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had intermittent vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.